Event description:
The physician was using an assurant cobalt peripheral bare metal stent to treat a lesion in the left proximal common iliac artery. The lesion exhibited little tortuosity and little calcification with 100% occlusion (cto). The device was inspected and prepped prior to use with no issues noted. No resistance was encountered advancing the device to the lesion. Following successful deployment of the assurant cobalt stent, difficulty was encountered removing the device/balloon through the 6fr sheath. No clinical sequelae or patient injury reported.

Manufacturer narrative:
Evaluation results: root cause undetermined. No results available since no evaluation performed - device or procedural images not provided for review. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Root cause undetermined. (B)(4).